Event description:
It was reported that during a da vinci-assisted abdominoperineal resection surgical procedure, the universal surgical manipulator (usm) 2 wrist articulation was not intuitive. The customer stated that they would reseat the sterile adapter on the usm 2 when possible and try a backup instrument if needed. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The intuitive surgical, inc. (Isi) field service engineer (fse) contacted the customer and confirmed that the issue had been resolved over the phone. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Manufacturer narrative:
The customer reseated the sterile adapter from universal surgical manipulator (usm) 2 and the problem was resolved. A review of the site's system logs for the reported procedure date was conducted by an intuitive surgical, inc. (Isi) quality engineer. Investigation revealed the following possible related system errors: error 31010 "sterile adaptor sensor missing on universal surgical manipulator (usm) 2. The sterile adaptor (sa) was fully detected then lost one (but not both) sensors". The probable root cause is attributed to improper customer setup.

Event description:
Refer to h11 for follow-up information.